Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was receiving no delivery alarms. The mother stated that the customer sounded lethargic, and symptoms of diabetes ketoacidosis, nausea, dry mouth sweating, and dizziness. Advised the caller to treat the customer with a back up plan, and the customer was treated with a manual injection of 14.0 units of insulin. Troubleshooting was performed. The caller also mentioned while they were in the process of changing to brand new infusion set and ran a fixed prime test the insulin pump alarmed no delivery. The mother stated that the paramedics were called and the customer was taken to the hospital. The blood glucose reading was 348mg/dl at their arrival. The mother called back and stated the event leading to her admission was that the insulin pump was not delivering. No further info was provided.